Manufacturer narrative:
The indication for the procedure was stable angina. The patient was found to have one-vessel disease and had two lesions and one non-target lesion treated during the study index procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The mid rca target lesion (tl#1) was reported to be: not calcified/tortuous, de novo, a 70% stenosis, 8 mm length, and type b1. A cypher 3.0 x 13 mm stent (stent #1) was implanted at 16 atm. Via direct stenting. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The proximal rca target lesion (tl#2) was reported to be: not calcified/tortuous, de novo, a 60% stenosis, 8 mm length, and type b2. A cypher 3.5 x 18 mm stent (stent #2) was implanted at 16 atm. Via direct stenting. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from the cypress study indicated that after a coronary artery stent was implanted a side branch occlusion occurred. The patient's medical history is significant for angina, family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, polymyalgia and history of an unknown allergy. The indication for the procedure was stable angina. The target lesions were the proximal and mid right coronary arteries (rca). The mid rca was described as de novo, and 70% stenosed. The lesion was direct stented with a 3.0mm x 1mm cypher stent at 16 atms. The stent was not post-dilated and the reported residual stenosis was 0%, however, the right posterior av branch was noted to be occluded after the treatment to the mid rca. The ostium of the rpav was noted to be 50% stenosed and treated with balloon angioplasty. The proximal rca was described as 60% stenosed, de novo and ostial. The lesion was direct stented with a 3.5mm x 18mm cypher stent at 18 atms. The stent was not post-dilated and the reported residual stenosis was 0%. The event resolved without sequel and the patient was discharged the day after the procedure. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue, therefore, no action will be taken.

Event description:
The report received from the (B)(4) study indicated that the patient had two cypher stents implanted in the right coronary artery (rca) target lesion during the index procedure: a 3.0 x 13 mm in the mid rca, and a 3.5 x 18 mm in the proximal rca. During the index procedure, the rv branch was occluded and was treated by balloon angioplasty. The patient was discharged the day after the procedure.